Event description:
It was reported that during a lap hysterectomy procedure, after use on the patient for 1 hour, the generator alarmed. Then installed it again. But it could not pass self-test. At last changed another one to complete the or. No pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified be generator solid tone or instrument error."